Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. A computed tomography (CT) was performed, and it was noted that cylinders were buckling as they were oversized; therefore, cylinders and pump were removed, resized, and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with discomfort, length of the device and cylinders buckling may have been due to a potential measurement error at implant.